Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, after the instrument is clamped, the nail jaws are reopened and the nail cutting plate is bent before the green safety button is pressed.